Event description:
Following an acute myocardial infarct on the ventricular septum, the pt expired. At autopsy, thrombus found on leaflets. Histology slides were returned to medtronic, but not the valve.